Event description:
It was reported that the customer experienced a low blood glucose event, during which the customer passed out in the bathroom. The customer stated that he felt and hit his back and elbow against the bath tub. He advised that he did not require any medical treated via ambulance nor emergency room. He believed that the event was not caused by the insulin pump but due to his extreme bike riding the day prior. He stated that his body did not adjust back to the insulin intake from the basal deliveries. He declined troubleshooting assistance, advising that he believed that the insulin pump functioned properly. He did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.